Event description:
Information received with return of the explanted device notes that the patient felt ill and was taken to the hospital. At the hospital, the patient's intrinsic heart rate was lower than the programmed pacing rate of 50 ppm. The device exhibited no output and no telemetry. During the replacement procedure, the device began pacing when removed from the pacemaker pocket.